Event description:
A caller reported that the indicated battery charge dropped 65% in a short period of time. There was no reported impact to the customer's blood glucose level. The issue had occurred earlier in the day before the call and did not result in an unexpected shutdown. No further information was available.